Event description:
During an implantation procedure, failure to sense and capture were noted on the right atrial (ra) lead when using both the pacing system analyzer and the ICD device. The ra lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The reported event of no sensing and no capture were not confirmed.